Event description:
It was reported that the user¿s caregiver experienced difficulty deploying infusion sets, with sites not sticking or bending during insertion, and the user required education on correct insertion technique; the affected device component was the infusion set. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user, along with education on proper insertion steps. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure or method related to infusion set insertion. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.